Event description:
It was reported that during a struma procedure the pad was loose. No further information is available. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.